Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backflowed through a clearlink continu-flo solution set. This occurred approximately one hour after the start of infusion of oxytocin and lactated ringers solution using a non-baxter infusion pump. The reporter stated that the nurse was unable to flush the blood back through the set. The set was replaced, reportedly resulting in "minimal" blood loss. After the set was replaced, therapy was continued without further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.